Event description:
It was reported that a patient presented in the emergency room with the device in back-up vvi mode. A device code download was performed successfully. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.